Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the severely calcified common iliac artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.